Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2022, it was reported that the infusion set's tubing got detached at the tubing connector while the patient was sleeping. The site location was patient's abdomen. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. They were unsure whether there was any stress or pull on the tuning and the pump was not dropped with the set connected to patient's body. No further information available.